Manufacturer narrative:
Na

Event description:
It was reported that perforation of the rv was confirmed via CT scan following implant. The perforation was not obvious on echo or x-ray, but reduced impedance, high thresholds, and poor sensing were observed. The lead was successfully repositioned.